Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported leak and the reported difficulty to position were able to be confirmed. The reported kinked tip was unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Correction: the xience alpine stent delivery system (sds) met resistance on the guide wire prior to entering the patient's anatomy. The sds never entered the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located at the distal circumflex of the coronary artery that was moderately tortuous, moderately calcified and 90% stenosed. A 3.25 x 23 mm xience alpine stent delivery system (sds) was advanced to the lesion on a non-abbott guide wire. Strong resistance was noted when the distal end of the guide wire reached the balloon area. The guide wire was removed and when the guide wire lumen of the sds was flushed again outside the patient, a leak was noted in the balloon. The tip of the sds was also noted to be slightly bent. Another xience alpine was used successfully to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).